Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer 3.1 and 3.2 was failed. A field service engineer identified drawer failures in hardware test application. Reseated connections and cleared debris. Retested drawers. Customer inventoried and confirmed drawer functionality with no concerns. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer was not closing. The customer stated that this malfunction occurred while dispensing the medication, and they had to access the medications from the pharmacy, that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer 3.1 and 3.2 was failed. A field service engineer identified drawer failures in hardware test application. Reseated connections and cleared debris. Retested drawers. Customer inventoried and confirmed drawer functionality with no concerns. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer was not closing. The customer stated that this malfunction occurred while dispensing the medication, and they had to access the medications from the pharmacy, that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.